Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient stated their implant doesn¿t seem to be working because they started having accidents including a day when there was 5. The patient asked if they could remove their bandage, they were redirected to their healthcare provider. It was reviewed that it takes a time for the body to respond to therapy. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.